Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the power was going out on the insulin pump. The customer 's blood glucose was unknown at the time of incident. Troubleshooting was not performed. Advised customer that the issue can be related to the damaged battery cap. Product is not expected to return.